Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated to 395 (mg/dl). The cause of the elevated bg level was unknown. Insulin pens were used to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.